Event description:
It is reported that the inlay dislocated in the cup. Pt was revised.

Manufacturer narrative:
The MFR did not receive devices yet for investigation. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. As soon as the devices are received and an investigation result is available, a follow-up report will be submitted. (B)(4).